Event description:
The rptr was calling for her father who had received the er1 message and didn't understant what it meant. She stated that he did not check the color code on the strip vial to verify test results. The rptr, who is an emergency medical technician, called lifescan to troubleshoot the meter. No medical treatment was required.